Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc). Technical services (ts) was consulted and discussed programming options. The lead remains in service. No adverse patient effects were reported.